Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device found a high current drain condition. (B)(4) partial lead was returned in segments, analyzed, and there was intermittency between the pin and the cap on the is-1 connector. It was also noted that the defibrillation conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that there was sustained ventricular tachyarrhythmia (svt) on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event. The device was returned after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer's analysis. The device was explanted and replaced. No patient complications have been reported as a result of this event.